Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) between 40-53 mg/dl; cause was unknown. Glucose tablets and juice were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)2019 at 8:38:46 pm. Blood glucose (bg) of 47-53 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6)2019 from 9:53:43 am to 10:03:43 am. Cgm alert 1 (cgm low alert) was annunciated. User made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.